Manufacturer narrative:
Device labeling: "anaplastic large cell lymphoma based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl."

Event description:
Physician reports patient with a "breast implant and has been diagnosed with anaplastic large cell lymphoma (alcl) at the right breast." As pathological markers have not been provided, this case will be captured as lymphoma until diagnostic confirmation is received. Treatment is unknown.

Manufacturer narrative:
Medwatch sent to FDA on 3/14/2016. The physician did not confirm whether the device was explanted but did confirm that the device would not be returned. Therefore, no analysis or testing will be done. These events are being reported because medical intervention was required, although device-relatedness has not been established. The events of "seroma," "granulomatous reaction," and "lipophagic necrosis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: lymphoma, including anaplastic large t-cell lymphoma (alcl) -- information from medical literature has suggested a possible association, without evidence of causation, between breast implants and the very rare occurrence of alcl in the breast. The disease is exceptionally rare, may present as a late occurring peri-prosthetic seroma, and occurs in women with and without breast implants. Specific testing is needed to distinguish alcl from breast cancer. The majority of the reported cases had an indolent clinical course following capsulectomy with or without adjuvant therapy, which is generally uncharacteristic of systemic alcl. Treatment should be determined in consultation with a hemato-oncologist. Haematoma/seroma: haematoma/seroma may occur in the postoperative period inhibiting wound healing, or have delayed onset, either of which may require surgical correction and/or explantation. Inflammatory reaction: studies evaluating the capsules around textured implants have reported possible silicone particles within giant cells, indicative of a local (and nonspecific) foreign body reaction, and silicone granuloma formation. In case of an inflammatory reaction, the surgeon is advised to remove the device from the patient's body and to secure any evidence on the possible cause of the inflammatory reaction and to treat the patient correspondingly. It is advised not to replace the implant until the inflammatory reaction has passed completely and its cause has been eliminated. Necrosis: necrosis may inhibit wound healing and require surgical correction and/or explantation. Permanent scar deformity may occur as a result of necrosis. Do not use microwave diathermy in patients with beast implants. Microwave diathermy has been reported to cause tissue necrosis, skin erosion, and implant extrusion.

Event description:
Follow-up reveals patient experienced a severe right side periprosthetic seroma approximately two and a half years after revision augmentation. Pathology tests were performed on the right breast capsulectomy and "approximately 30 ml of a relatively thick liquid, yellowish and opaque, from which a 10 ml fresh sample is taken." The capsule reveals a granulomatous reaction and liphophagic necrosis. The right side seroma cells "are all positive for cd30." Alk markers were not tested for. This remains a suspected case of alcl. A total capsulectomy was performed as treatment. It is unclear if explant occurred.